Manufacturer narrative:
No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, a revision surgery occurred due to erosion of the tubing connecting the reservoir and pump. The tubing and connector eroded through the scrotum and were exposed. The physician explanted the inflatable device and implanted a malleable device. The explanted device was reportedly operating properly prior to its explant.